Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
During a single-chamber ICD implant utilizing the subject lead, positioning difficulties were reported due to pt venous anatomy. Due to these difficulties, it was necessary to extend and retract the fixation screw several times. Removal of the easyturn stylet was difficult, and the physician observed that this stylet perforated the lead near the rv coil. In addition, the screw was exposed and it was impossible to retract. Another lead was subsequently implanted instead.